Event description:
Medical records were received: on (B)(6) 2017 the patient had bilateral knee arthroplasties to address severe primary osteoarthritis. Depuy components were implanted during these procedure, including depuy patella and depuy cement x2 (left knee sticker sheet page 7 of 16)(right knee sticker sheet page 16 of 16). On (B)(6) 2023, the patient had a left knee revision to address the mechanical failure of the prosthetic left knee joint. During the procedure, the surgeon noted there was a large amount of scar tissue, there was extensive thickness of the patella and it was removed. There was evidence of loosening of the tibial tray component with separation of the tibial tray from the cement mantle. All components were removed and competitor components were implanted during this procedure. Doi: (B)(6) 2017. Dor: (B)(6) 2023. Left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). E3 initial reporter occupation: (B)(6). Dmf# - 13704. Trade name ¿ gentamicin sulphate. Active ingredient(s) ¿ gentamicin sulphate. Dosage form - powder. Strength ¿ 1.0g active in our cements. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Litigation records ad 22 apr 2024 were reviewed by clinician. On (B)(6) 2017 the patient had bilateral knee arthroplasties to address severe primary osteoarthritis. Depuy components were implanted during these procedure, including depuy patella and depuy cement x2. On (B)(6) 2023, the patient had a left knee revision to address mechanical failure of the prosthetic left knee joint. During the procedure, the surgeon noted there was a large amount of scar tissue, there was extensive thickness of the patella and it was removed. There was evidence of loosening of the tibial tray component with separation of the tibial tray from the cement mantle. All components were removed and competitor components were implanted during this procedure. Doi: (B)(6) 2017. Dor: (B)(6) 2023. (Left knee).